Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of at start-up unit indicates the software is corrupt. The fse tried reloading s/w but that did not address issue. The customer then reported to fse that they had reloaded the default bios and the system then booted correctly. Cmos bios is the built-in software that determines what the system can do without accessing programs from the hard drive. The bios contains all the code required to control the keyboard, display screen, disk drives, serial communications, and a number of miscellaneous functions. Corrupt bios will inhibit system function. Based on the age of the system (date of manufacture, 3/08/2004) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction

Manufacturer narrative:
Re-evaluation of the complaint and the accompanying investigation determined there was insufficient information to conclude that the failure of the device was based solely upon the age of the system and its associated components.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and hard disk drive were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.